Event description:
Customer called to report that the insulin pump has a frozen display screen. Customer's blood glucose reading was 178 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due unlocked keypad connector on lcd board. No frozen screen noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.